Manufacturer narrative:
Button error alarm due to moisture damage keypad traces. Moisture damage found on the motor. No moisture damage on the electronics. Pump received with cracked display window corner, reservoir tube, reservoir tube lip, broken belt clip slot, minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 67 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.